Event description:
During 2000 assessment, went to flush IV that was running lactated ringers and found microclave plunger was stuck. Microclave changed and bagged. Sent back to ICU medical for evaluation.